Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the system was checked upon starting and the system initially power on without errors. An external generator was used, and procedure was continued robotically. There was no injury to the patient. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The generator was returned for failure error c-34 confirmed. The reported problem was able to be confirmed using log c-34 hf voltage. Reported problem confirming as happening in the field. Upon visual inspection there were no issues found that would be related to the reported event. The generator was tested using system and on startup displayed c-34 hf voltage. The probable cause of error c-34 is attributed to a faulty electrical component inside the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted urology prostatectomy surgical procedure, the customer reported to technical service engineer (tse) that error c-34 was observed multiple times during surgery. The generator was power cycled; however, the issue persisted. The procedure was completing as planned with no reported injury.